Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No blank display or frozen screen noted, during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during testing. However, confirmed, the pump alarmed low battery alert three times between (B)(6) 2024, 09:29:01.000 to (B)(6) 2024 08:26:00.000 in the history files. These alerts are expected and occur, during normal pump operation. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assemblies. However, moisture damage, noted to motor assemblies, during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch, cracked case at the battery tube, missing display window cover, cracked keypad overlay. Blank display and frozen screen were not observed, during analysis and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a blank screen after changing the battery. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported a frozen display. A customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.